Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end user states that they developed a splotchy pink light rash under the mass and the tape border of the pouch has itching. The end user uses plain water and antibacterial soap to clean with advised use of otc anti-fungal powder and crusting with protective barrier wipes, which she does not use routinely. The end user will call back if not improved with use of powder. The end users subsequent outcome was not reported.